Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's girlfriend reported via phone call high blood glucose levels. Customer's blood glucose level was 349 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer advised the auto mode feature was off during the high blood glucose event. Customer's girlfriend stopped the troubleshooting and advised they would drive the patient to the hospital. Customer vomited and did not feel well therefore they were rushed to the hospital. The insulin pump will not be returned for analysis.